Event description:
During a ureteroscopy procedure doctor complained that the image was cut off at the bottom of the screen and it was all red. While passing a catheter through, there was excessive bleeding and doctor suspected the pt's prostate might have been nipped a little. The procedure was completed and pt was hospitalized overnight and had turp the next day. Post-op pt is doing well.